Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their heart rate was in the forties. It was also reported that the patient claimed their implantable pulse generator (ipg) was pacing below it's programmed output. The ipg remains in use. No further patient complications have been reported as a result of this event.